Manufacturer narrative:
The manufacturing records for the intraocular lens (iol) were reviewed. The z9002 manufacturing process record for the intraocular lens was verified. The lenses were manufactured within specifications. There were no associated deviations or non-conformity reports found in the manufacturing record review that were related to the customer's reported complaint. The lenses were released according to specification in compliance with the product's intended use as required. The device manufacturing procedures were performed as required. There were no discrepancies found during the review and the documentation showed that the lens was manufactured according to specifications prior to release. The intraocular lens was returned to the manufacturing facility for investigation. Residual fibers/particles were observed on the lens which indicated that the unit was prepared and handled for surgical use. The lens was returned with a cut and with one haptic that was distorted. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
UDI #: (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was attempted for implant. Implant in an extremely difficult patient where the pupil could not dilate more that 1.5mm. The doctor needed to suture the lens in and the patient had virtually no zonules. The doctor had to suture the lens to the iris and in doing so, bent the haptic. The lens then had to be removed. This report represents the second (2nd) lens implant attempted. Further follow up noted the patient was difficult, completely blind in left eye because of glaucoma, right eye was the affected eye which had cataract hence the surgery. Prior to this lens implant, a previous lens was attempted for implant. The doctor replaced this first lens with another lens however, had the same issues. The patient was referred to a retina surgeon after the third (3rd) lens implant was attempted and the lens was explanted. A fourth (4th) lens (iol) was implanted successfully. The patient was doing fine after the last lens (4th) was implanted. Separate mdrs are being filed for each of the three reported amo lenses used in surgery for this patient.

Manufacturer narrative:
Corrected data: date of this report. The initial MDR was submitted with the date, (B)(6) 2015; however, should have been (B)(6) 2015, which is the date of the initial MDR was submitted. All pertinent information available to abbott medical optics has been submitted.